Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. At the start of the procedure, the device was plugged in correctly, but failed to work. The connections were changed and the power was switched on and off. The handpiece made a slight noise, but the blade failed to rotate. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade rotated and the device operated as intended during evaluation.